Event description:
A female patient presented with left ica-t occlusion. The patient arrived in ed at 1.5 hours post symptom onset and went into the catheterization laboratory at 2.5 hours post symptom onset. After one retrieval attempt using the merci retriever v 3.0 firm, it was noted that the vessel was perforated at the site of the occlusion. The procedure was stopped. According to the physician, the device was the possible cause of the perforation, possibly tearing the ophthalmic artery junction while he was holding tension on the retriever to remove the clot. The patient's score was 25 pre-procedure and 30 post-procedure. None of the reported information suggested that any concentric medical device malfunctioned. Because the device was not returned to concentric medical, a complete investigation could not be performed. The current device instructions for use (IFU) lists vessel dissection and perforation as possible procedural complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.